Manufacturer narrative:
In previous in box h remedial action init captured incorrectly in this report it is corrected and updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging reactions from the replacement patient states experiencing runny eyes, runny nose and constant sneezing. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, and blower seal. Manufacture observed black hairlike contamination on the back of the ui panel, rear panel, rear panel o ring, and inside the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.